Event description:
Underdelivery reported. Medwatch form rec'd from the user facility states: "pt on insulin at 8 units (8cc) per hour. IV pump set at 8cc/hr. Pump running 1730-2200. Volume infused 35cc displayed correctly on pump, but volume on buretrol has only 10cc infused out." Customer report source contacted. The report is "general for the acclaim pump as this has occurred before." However, specific details for one incident were provided. This pt required frequent monitoring of blood glucose levels and supplemental insulin administration as needed. No adverse sequelae were reported. Reporter states possible incorrect tubing placement by staff contributed to the event. No add'l info was available.